Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with her scs ipg and the patient programmer. Reportedly, the patient stated she turned off the therapy prior to walking through the metal detector at the airport. When the patient attempted to turn therapy back on an error message was displayed on the programmer. A company representative met with the patient but was unable to resolve the issue with troubleshooting. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified the patient had her scs ipg replaced. Stimulation therapy was reportedly restored postoperatively.